Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was returned and the product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 29mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 4 years due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Customer report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact and minimal to moderate calcification on all three leaflets. Extrinsic calcific deposits were observed on the inflow surfaces of leaflets 2 and 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. The free margins of leaflets 2 and 3 were rolled toward the inflow aspect due to host tissue overgrowth and calcification and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis.

Event description:
It was learned from implant patient registry that a 29mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 4 years due to unknown reasons. Per product evaluation calcification, pannus, and stenosis were noted.

Manufacturer narrative:
Updated d4, h4, and h6 per new information received. The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.